Manufacturer narrative:
Initial report sent: 12/20/2007.

Event description:
Procedure type: lap hernia repair. Patient gender: unk. According to the reporter: the pin which holds shaft fell off into the cavity, but was retrieved. X-rays were not taken, no delay to surgery reported. No patient injury was reported.